Manufacturer narrative:
The insulin pump had button error alarm and no button response due to corroded keypad traces. Device was received with cracked case at display window corners, battery tube threads and minor scratched and cracked display window.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed button error. They removed and reinserted the battery but the device is not responding. No significant events leading to the alarm. Blood glucose value is unknown. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.